Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator on (B)(6) 2019. It was reported that the left lead was not working. Impedances were checked pre-operatively, and the 0-7 lead showed high impedances. The left lead was replaced which resolved the issue. There were no further complications reported or anticipated.